Event description:
Reporter alleged obtaining discrepant blood glucose results of 58 mg/dl back to back with result of 108 mg/dl when testing was performed within 10 minutes on the compact plus system. Reporter stated on a different day another discrepant comparison was performed on the same system of 33 mg/dl back to back with a result of 64 mg/dl also performed within 10 minutes. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.